Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a microvascular breast reconstruction, bilateral inferior epigastric flap, explore inframammary arteries and veins, partial 3rd rib resection, simple mastectomy and sentinel node biopsy procedure, while inframammary artery ligation was being performed, the device was cutting the vessels instead of clipping them. The device was not able to load properly into the jaws. The surgical time was extended by 30 minutes or more because the surgeon had to replace product multiple times due to product failure. This resulted in repeated delays. Another instrument was used and the same event occured. The doctor then had to seal vessel with another device. There was no patient injury reported.